Event description:
It was reported that the user experienced a low blood glucose while using a dexcom g7 integrated with the ilet system after announcing a light lunch as a usual-size meal while corrective insulin from a prior missed breakfast announcement was still active, which resulted in insulin stacking. Symptoms included hypoglycemia with a lowest sensor value of 53 mg/dl. Outcomes included treatment with oral carbohydrates, specifically two 12 oz sodas, with glucose subsequently trending upward. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure involving the user interface, namely announcing an inaccurate meal size in the context of active correction insulin. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.